Event description:
A customer reported that a leak occurred under the bellows of coulter lh500 hematology analyzer while running controls. The volume that leaked was about 3-5ml. The customer stated the needle bellows were not draining and were overflowing. The customer removed the needle assembly to inspect, and drained the bellows manually and ran controls but the bellows filled up again. The customer was wearing personal protective equipment consisting of goggles, a lab coat and gloves at the time of the event. There was no injury or exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. There was no report of any patient samples or results affected by the leak.

Manufacturer narrative:
Service was dispatched for this event and the field service engineer (fse) found that the drain line for the bellows was twisted. The fse replaced the tubing and rerouted line to prevent pinching of tubing. The repairs were verified per established procedures. The root cause of the leak is that the drain line for the bellows was twisted. (B)(4).